Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, incompatible scope (e315) occurred. "Circuit board unit in scope connector has corrosion" was due to water leakage. The most probable cause of the reported issue was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope exhibited the incompatible scope (e315). The event occurred during service or maintenance. There were no reports of patient involvement.